Manufacturer narrative:
The evaluation revealed the broken long nail to be the primary product. During investigation no material, design or manufacturing related matters were found. The nail was documented as faultless prior to distribution. The evaluation revealed that the nail broke in a fatigue fracture after an unknown period of implantation. The kind and the position of the bone fracture were not provided. The right web broke first, starting with an incipient crack at lateral. This web had been damaged intra-operatively by the step drill. The lateral edge was significantly weakened by a chamfer where the incipient crack was identified. The breakage of the left web followed with delay, progressed towards medial and broke in a residual fracture in the left medial edge. Exceeding bearing points are usually the result of increased load application. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. Complications during implant removal are known but situations requiring additional bone fenestration are rarely reported. Such measure is time-consuming and will most likely explain the delay of nail removal. In this case ¿ although repeatedly requested ¿ it could not be determined whether the implants were suitable for treating the bone fracture, there was no information available if the implants had been placed in suitable manner and there was no information available if bone healing had developed in sufficient manner (implant change to a prosthesis could be a hint to that sufficient bone healing was no longer expected). The nail had broken in a fatigue fracture after an unknown period of implantation. The fatigue fracture had its origination in material damage, intra-operatively caused. In case further relevant information becomes available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by the surgeon of the hospital, that they admit a patient with a broken gamma nail. Removal of the nail under difficult conditions, since the distal end was difficult to remove. Bone was fenestrated and the gamma nail was moved up from distal and removed. The proximal end could be removed without problems. Use a landscape-hip prosthesis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that they admit a patient with a broken gamma nail. Removal of the nail under difficult conditions, since the distal end was difficult to remove. Bone was fenestrated and the gamma nail was moved up from distal and removed. The proximal end could be removed without problems. Use a landscape-hip prosthesis.